Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster¿s, inc. Product analysis lab observed a hole in the pebax. Initially, force high was reported. During the procedure, the force values displayed high. A second catheter was used to complete the procedure. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-aug-2022, there was foreign material inside the pebax on the device and a hole was found in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 26-aug-2022.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. The bwi product analysis lab received the device for evaluation on 18-aug-2022. The device evaluation was completed on 26-aug-2022 the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed foreign material inside of the pebax on the device. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax, that caused the foreign material inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to the carto 3 system and the force values were observed within specifications. It should be noted that the device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).